Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15958. It was reported the pt fell in (B)(4) 2013 and since has had a change in stimulation as well as receiving random shocking sensations over his body. The shocking sensations occur mostly when the pt leans forward. The pt stated he is no longer receiving stimulation in his pain areas. The sjm rep met with the pt and diagnostic testing revealed high impedance readings on all lead contacts. The pt was advised to turn his stimulation off. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.